Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set would not prime with lactated ringers solution. This occurred in the surgery department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured (B)(4) 2017 ¿ (B)(4) 2017. The device was received for evaluation. Visual inspection was performed which indicated that the sample had been primed up to the inlet port of the check valve. Functional testing was performed by spiking the device into an in-house solution bag, priming, and checking for flow. The device was found to prime and flow normally with no issues noted. The reported condition was not verified. The device was found to operate per specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.